Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation. Failure analysis: the returned mlx 300w xenon lightsource (00mlx) was found to be in used condition. The technician was able to replicate the smoke and burning smell reported by the user. Upon evaluation, it was determined that the lens was loose; therefore, the light was hitting the bezel and melting it. Additionally, the turret exhibited physical damage and failed to retain the light cable. The ac entry was glued, and the wire was tied into the unit. As a result, the bezel assembly, turret and ac entry module were replaced. Evaluation and function tests were performed, and the mlx passed all tests. Root cause analysis: the reported complaint was confirmed through the evaluation. The identified damages were most likely due to rough handling or environmental damage. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) was not bright enough. After checking the fiber cable lamp, it was noted to have 500+ hours. The lamp was replaced, and the counter was reset. It was reported that the device began smoking after about 20 minutes with the lamp on. The device was not in contact with a patient. No injury, death, or surgical delay was reported.